Event description:
Reportable based on analysis completed on (B)(6) 2012.it was initially reported that the maverick balloon has a leak. The balloon was received. The device analysis revealed a pin hole. The patient remained stable and no complication has been reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: a visual examination of the returned device found that the hypotube was kinked at various locations along its length. A pinhole leak was observed in the balloon. The pinhole leak was noted over the distal edge of the proximal markerband. An examination of the balloon material and of the proximal markerband could not identify any anomalies which could potentially have contributed to the pinhole leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).